Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient was scheduled for vns surgery for an unknown reason. Follow up with the patient's social worker revealed that the patient had contacted her primary care provider reporting stabbing pain at the surgery site and pain from the shoulder to the fingertip. The patient's husband had stated that the patient was doing okay with no seizures, no infection, and the vns was working. However, it was felt that the way the generator was positioned was putting pressure on a nerve, which was causing the pain. The surgeon was to reposition the device. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery and the generator was repositioned.